Event description:
It was reported that the implant at tooth site # 10 came out. Implant was placed with cover screw. On stage two all looked good. Then the restorative dentist attempted to remove the healing collar to take the impression, and in doing so she spun the implant out. She sent the implant back to dr. Rivers (oms) who confirmed the healing collar was fused to the implant. He was able to remove the healing collar with a torque wrench.

Manufacturer narrative:
Zimvie complaint (B)(4). D10:tsx31b11, tsx implant, 3.1mmd, 11.5mml, lot number 1268373. G4: additional 510(k) number is k101880.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie did not received one healing abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.